Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the footplate would not retract. The vessel was incised to retrieve the device. The footplate was noted to be cracked. The aaa procedure was completed with surgical suturing achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Subsequent to the previously filed report, the following information was received: reportedly, the footplate would not retract. A cracking noise was heard. No physical crack in the device was observed. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the foot could not be confirmed as the foot deployment and retraction functioned as expected based on returned device analysis. The reported noise could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined based on the returned device analysis. Factors that may contribute to difficulty closing the foot may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot. The reported cracking noise may have been an artifact of interactions during the attempt to close the foot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. D4: lot number updated from unknown to 3031342 h6: reported device code 1069 removed and 3273 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the footplate would not retract. The vessel was incised to retrieve the device. The footplate was noted to be cracked. The aaa procedure was completed with surgical suturing achieving hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.